Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4)

Event description:
It was reported that a (B)(6) old caucasian patient underwent a procedure with a 110v psi-tec iii aspirator. After the patient had been placed under general anesthesia, the aspirator would not start. This resulted in a 30-minute procedural delay, which required having to borrow a machine from another hospital in order to continue the procedure. The patient¿s last known condition was fully recovered with no residual effects.

Manufacturer narrative:
On 5/21/2019 mentor became aware that the lot number was erroneously omitted from the initial report submitted on 7/24/2018. A manufacturing record evaluation was performed for the finished device 04181804 number, and no non-conformances related to the reported complaint condition were identified. Manufacturer reference number: (B)(4).